Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device report to the emergency room with evidence of pocket erosion. The device has been explanted and the patient reported as stable and without complication. No return of product is expected.